Manufacturer narrative:
For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 of the reported events, the suction control valve was replaced to resolve the issue, and for 1 of the reported events, the tubing on the suction regulator was replaced. (B)(4).

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced a malfunction causing a loss of suction. These reports were received from various sources. Of the 2 events, 2 did not involve patients.